Manufacturer narrative:
H3: product analysis found that visually trivantage tube was returned in a zip lock bag. The pouch was taped from of 3 of 4 sides with surgical tape. There was a surgical tape wrapped around the tube near the inflation tube. There was a biological contamination on the tube (cuff and tube body of the tube), and there were no traces of scratches or bubbles. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 53.3 ohms (red), 38.6 ohms (red with white stripe), 83.3 ohms (blue) and 28.8 ohms (blue with white stripe). The test was repeated by manipulating the tube and resulted in higher resistance 100.5 ohms (red), 80.3 ohms (red with white stripe), 135.5 ohms (blue) and 69.2 ohms (blue with white stripe), both tests were within the specification. Functionally, the test was performed by using nim console and resulted in passing the electrode check. The trivantage tube was submerged in a saline solution and observed waveform behavior and resulted in no erratic waveform movements. The test was repeated by manipulating the tube. The tube was removed from the saline solution, reshaped, and submerged again in saline solution for observation. After the tube manipulation, the test resulted in both stims being noisy. There were erratic movements on both stims, especially stim 1 (the noise went up to 35 v). For further analysis syringe was used to inflate 15cc of air into the cuff. The cuff was inflated and deflated with no issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previous codes b17, c20, d14 are no longer valid. Correction: h4:date of manufacturing has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the surgeon stimulated with probe. No response. Verified electrode response on machine and everything looked ok. Switched to new probe, again no response. Anesthesiologist verified tube placement with glidescope and everything looked fine. Tried to stimulate nerve again, no response. Anesthesiologist removed tube and re-intubated with a new medtronic tube. Re-set up machine. Stimulated nerve at same position, now it worked fine. Saved first tube for review with you. There was extension in total thyroidectomy  procedure  for 30 minutes and was completed with new tube. Intervention was performed . No patient impact. Additional information received ,issue discovered during use .the stim current did not show 0 that is current is not being delivered .there was no connection issue and it was a malfunction in the tube , user had to change the tube in order to get response.